Event description:
It was reported that during root repair surgery, the needle broke. There were no broken pieces left inside the patient. A backup device was available to complete the procedure successfully, with no significant delay and no patient injuries reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation; however, it was inadvertently scrapped before evaluation as it was returned in a bio-hazard bag without the associated complaint information. A relationship, if any, between the subject device and the reported event, could not be determined with certainty. Visual inspection and functional testing could not be performed because the device in question could not be evaluated. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. The likely root cause for the needle tip fracture is when surgeon cycles needle too many times, or advances needle without tissue present between device jaws.

Event description:
It was reported that, during root repair surgery, the needle broke. There were no broken pieces left inside the patient. A back-up device was available to complete the procedure successfully, with no significant delay and no patient injuries reported.